Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported system error 40096. Error 311 on tower common computer controller (ccc) observed in logs. The tse walked caller through hard power cycle of tower with no change. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found 311 in logs. System reverted to golden image and reprogrammed the tower to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.